Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 325cc and suffered from left side deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On may 12, 2022, the mentor failure analysis lab received the device for evaluation. As per device and paperwork received, the following fields have been updated on this form: is required intervention has been selected under section b; field b2. Fields d6b for explantation date have been updated to (B)(6) 2022. Field h6 health effect - impact code ¿device explantation¿ has been added. Reason for device explant and/or reoperation: left deflation. On may 22, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease/fold measuring approximately 0.6 cm the evaluation determined that the cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 3, 2022, mentor became aware that the replacement devices used were catalog number 3501650; serial numbers (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/18/2020, a manufacturing record evaluation was performed for the finished device 6591175 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).